Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell, red particles on the shell, and crease fold. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified broken sharp crease on the radius, stress marks, and wear abrasion. Based on the device analysis the final assessment was a broken sharp crease on the radius due to fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "patient's concern with the product." Additionally, healthcare professional reported "hole in radius edge". Device has been explanted.